Manufacturer narrative:
Patient information: no further information is available. A review of the ac01094 service history revealed one similar complaint involving spurious results due to a suboptimal flagging algorithm for sample aspiration. A 12-month review of complaint and trending data for alinity c processing module found no trends related to the complaint issue. Manufacturing documentation for the analyzer was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the issue. No systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer reported falsely depressed sodium results while using the alinity c processing module. Sample ID (B)(6) generated an initial result of 120 mmo;/l and retest on a second alinity generated 136 mmol/l. No impact to patient management was reported.